Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged the day after it was implanted. The physician had it repositioned and ra lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.